Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was offline. A field service engineer confirmed that the medstat ion 4000 was scheduled to be shipped back due to a broken power supply, which left no way to power the station back on. Given the nature of the issue, the customer was advised to use the emergency release located at the back of the station to access the medications. The cubies were manually opened to retrieve the necessary items. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had no power on the station, and the user needed to remove the medication inside the station but was unable to open any drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.